Event description:
It was reported that: "shell trial would not thread onto trient impactor. Other shell trails were able to be screwed onto inserter as was implant."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available then it will be submitted in a supplemental report.